Event description:
Discordant, falsely low calcium results were obtained on patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia chemistry instrument and resulted higher. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant calcium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse determined that one cuvette dilution turntable (dtt) wedge was mispositioned on the dtt wheel, which can cause improper cleaning, aspiration, and dispensing of sample and diluent. The cse removed and replaced dtt cuvettes, verified alignments and pump operation, and cleaned dryer nozzles and tubing. The customer ran calibration and quality controls, all of which were acceptable. The cause of the discordant calcium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.